Manufacturer narrative:
(B)(4). Additional manufacturer narrative: based on the information received the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease likely led to the event.

Event description:
The patient also underwent valve-in-valve procedure due to severe aortic stenosis. The patient remained stable and was discharged on post operative day two.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic aortic valve implanted 13 years, nine (9) months was treated via valve-in-valve procedure due to aortic insufficiency. A 26 mm transcatheter valve was implanted inside the failing 25 mm valve in the aortic position. The patient remained stable.